Event description:
Note: this report pertains to the second of two events that occurred during the same procedure. Refer to MFR report #3005099803-2008-01404 for a description of the first event. According to the complainant, the snare did not cut the polyp. The procedure was completed with a third captiflex polypectomy snare. No pt complications were reported as a result of this event, and the pt's condition was reported as "fine".

Manufacturer narrative:
The suspect device has been received but an eval has not been completed. A failure analysis is not available; therefore, the relationship between this device and the cause of this event is undetermined.